Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the thread had come off when the packet was opened for both sutures. The root of the other suture broke when it was grasped with a needle holder. No patient involvement.